Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.

Event description:
It was reported that the radiolucent right angle drive was being used in a procedure when it was observed that the white screw on the head of the attachment was not fixed. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the radiolucent right angle drive was being used in a procedure when it was observed that the white screw on the head of the attachment was not fixed. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The failure was confirmed by the technician through visual inspection. The pins holding the head on the device were missing.